Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis due to a bent cannula of the infusion set. The incident occurred in (B)(6) of 2015. The reporter could not remember the exact date. The patient's blood glucose level was "roughly" 30.0 mmol/l. The patient was treated with insulin via IV in the hospital. The patient was hospitalized for one night. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.